Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the ins turning off was that the battery got too low, and was specified it was not due to overdischarge. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated that the patient didn¿t have access to the patient¿s controller. The patient was in a care facility and the nurses had the controller. The caller thought that the battery may be depleting to 0% and therapy was turning off. The caller stated the recharging information was as followed: (B)(6) charged from 50-75% (B)(6) charged from 50-75% (B)(6) no charging (the recharger connected to the ins, but did not increment the charge level) (B)(6) charged from 25-50% (B)(6) charged from 25-50% the following is from the usage data: (B)(6) 40% (B)(6) 100% (B)(6) 40% sep 6-27 73% (B)(6)turned on again (B)(6) when it was turned back on (B)(6) 40% usage. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that after the report came back from the manufacturer the patient and the caregiver were notified of the cause of the ins turning off. The rep had worked with them to void it in the future. There were no further complications reported.